Manufacturer narrative:
(B)(4). The lot was manufactured april 15, 2015- april 16, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that after the device was connected to the patient for 24 hours, approximately half of the fill volume remained in the device. The device had been filled with cephazolin. There was no patient injury or medical intervention associated with this event. No additional information is available.